Event description:
Bilateral patient. Litigation papers allege, patient initially did well after the hip replacement surgeries, making reasonable progress in physical therapy and recovery. However, in 2010, patient begain having pain and problems in her right and left hip areas. Throughout the next several months, patients pain in her right and left hips continued to increase. Patient also began experiencing other problems, including difficulty walking, and a catch in her right and left hips. The patient also underwent blood tests which determined she has higher than normal levels of metal ions in her blood due to a breakdown of the devices metal components. It is further alleged the patient will be required to undergo testing to determine if he (sic) has metal debris or particles in his (sic) body. Update: the sales representative reported the right hip revision. The patient was revised to address hip pain and cup loosening. Product/lot numbers for the cup were identified. Update: (B)(6) 2011, plaintiff fact sheet received with part/lot information for both hips.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.